Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). Complaint devices were evaluated and the reported event was confirmed. Evaluation of returned devices found that the supplier sealing was opened for 6 products on 11. The manufacturer sealing were intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address the reported issue.

Event description:
It was reported that the distributor does not want to have these cements as they have the same lot of the one with inner sterile sachet not sealed completely. And so they do not want to send again to the customer cements from this lot.